Manufacturer narrative:
(B)(4): device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the hcp felt the battery depleted prematurely. The device was implanted in (B)(6) 2008 and the battery was reported exhausted in (B)(6) 2008. The device was used continuously. The device was explanted and replaced with a rechargeable device in (B)(6) 2010. Additional info provided indicated the pt's prior devices were bilateral occipital nerve stimulators which were implanted in (B)(6) 2007 and had exhausted in october 2007. The pt is thought to be doing well since replacement.